Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a common bile duct stone removal procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device was inserted into the common bile duct, but the basket would not open. The physician manipulated the device in effort to open it, however the connection between the wire and a handle became detached and the basket would not open at all. The procedure was completed with another type of device. Reportedly the device was inspected/tested prior to use and no anomalies were noted, and no stones had been captured/crushed prior to this. Additionally it was reported that the patient's anatomy was not torturous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)